Event description:
The associated right ventricular lead was implanted on (B)(6) 1999 and connected to the subject pacemaker on (B)(6) 2014. Reportedly, oversensing was observed in the episodes recorded in may and (B)(6) 2018. The patient's old residence was near a 100 meter high voltage electricity station.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The associated right ventricular lead was implanted on (B)(6) 1999 and connected to the subject pacemaker on (B)(6) 2014. Reportedly, oversensing was observed in the episodes recorded in (B)(6) and (B)(6) 2018. The patient's old residence was near a 100 meter high voltage electricity station.